Manufacturer narrative:
Review of the most recent repair record determined the unit powered on; however, the motor had unstable speed and was corroded. The needle bearing was also worn. The repair has not been completed at this time as the repair site is awaiting quotation approval. G2: foreign country - (B)(6). Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that electric dermatome not functioning. The event timing was outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available. Upon investigation, the motor speed is unstable.